Event description:
The customer reported that his olympus 4k camera head was presenting an e224 scope communication error during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The cable was found damaged during the inspection, which was causing the reported error code failure. Additionally, the unit was leak tested and no leakage was detected. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the malfunction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.